Manufacturer narrative:
Additional information: b5, g4, h2.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of non-sustained over-sensing episodes. It was suspected that the over-sensing occurred due to intermittent loss of right ventricular capture by the competitor's lead. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator exhibited over-sensing. It was alleged that the over-sensing was a result of the competitor right ventricular lead failing to capture. Programming changes were made. The patient was stable.